Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one electronic photo was provided, and it was reviewed. That photo shows that the vacuum connector cap was noted to be broken. Based on the provided photo, the reported break can be confirmed. One encor biopsy probe and partial sample tray assembly were received for evaluation. During visual evaluation, it was noted that the saline cap and sample tray were not returned. The vacuum cap appeared to be broken, and the detached piece was returned. The probe appeared to have blood residue throughout, the probe body was rotated to identify any cracks as no cracks were observed on the probe body and it was observed that the aperture was received open. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported break as the received device's vacuum cap was noted to be broken. A definitive root cause for the break could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), g1, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum-assisted breast biopsy procedure, the tube was allegedly broken and the tissue cannot be vacuumed. There was no reported patient injury.

Event description:
It was reported that during a vacuum-assisted breast biopsy procedure, the tube was allegedly broken and the tissue cannot be vacuumed. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.